Manufacturer narrative:
Serial number (B)(4). (B)(6).

Event description:
It was reported to philips that the device had an ECG error and was unable to pass functionality testing. There was no reported patient involvement/adverse patient impact, per philips fse